Event description:
Patient verbalized that he was laying in bed when he heard a pop sound then saw a blue light flash. The patient used the call button to call the nurse, when he noticed that his mattress on his bed was deflating. When the nurse arrived they pulled the plug out of the outlet and plugged it into another outlet. At this point the mattress started to re-inflate. The patient verbalized that he remained in the bed the entire time. No harm was reported to patient.